Manufacturer narrative:
(B)(4). An inspection was performed by a carefusion field service technician (fst). The fst performed a complete visual inspection of the unit. The fst ran performance checks as per pm check list/protocol check list and recorded the results. The fst performed the user verification test and operational verification procedure and ventilator passed all testing.

Event description:
The distributor reported that one of their carefusion manufactured ventilators was involved in a patient death. This ventilator was identified as a vela diamond ventilator model number 16531-00 and serial number (B)(4). (B)(6) hospital's legal department is involved and they have asked carefusion to perform an inspection.